Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported possible rupture, "intracapsular liquid", "folds", and "deformity" confirmed via ultrasound. This record is for right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6. Photo analysis: visual analysis of the photographs identified: rupture: not observed. Visibility-palpability: unable to observe since it is not related to the device. Crease folding of implant: observed. Seroma-late: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted and replaced.